Event description:
It was reported that the cement hardened for only 5 minutes starting from mixing the cement. The cement was stored in the refrigerator (5c) for 1 day. The cement could not pushed out from the nozzle of the revolution so the surgeon used spare cement and revolution. The procedure was completed. The cement was taken out from the refrigerator 1 minute before use. No antibiotic and any other substances were mixed into the cement.

Manufacturer narrative:
DHR for the specified lot indicates that devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there were no similar events reported for referenced lot. Mixing properties of retain samples were tested and show that all required specifications are met. Mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by temperature of liquid and powder components at time of mixing and by temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Based on the laboratory results of retain samples it is not possible to replicate this event. Not returned to the manufacturer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Product discarded.

Event description:
It was reported that the cement hardened for only 5 minutes starting from mixing the cement. The cement was stored in the refrigerator (5c) for 1 day. The cement could not pushed out from the nozzle of the revolution so the surgeon used spare cement and revolution. The procedure was completed. The cement was taken out from the refrigerator 1 minute before use. No antibiotic and any other substances were mixed into the cement.